Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the stim was turned off because she was getting numbness in her buttocks and vibration in her feet. The patient said even when the skin at the implant site was touched, it hurts. The patient said while stim was turned off, she was peeing. During the call, the patient was able to turn on and increased stim to a comfortable level. No further patient complications are anticipated or expected as a result of this event.